Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted approximately 53 months, was exhibiting premature battery depletion. The device was replaced without incident.